Manufacturer narrative:
(B)(6).

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp)'s batteries were no removable. There was no patient involvement or harm reported. A getinge field service engineer fse was dispatched to evaluate the unit. The fse was able to confirm the problem onsite. The fse replaced the springs (0214-00-0208) in both battery compartment 1 and 2. The device has passed all performance and safety tests according to the manufacturer's specifications. The device was returned to the customer and authorized for clinical use.